Event description:
The end user reported when using the power feature to the lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. There was no specific patient incident cited and no injuries were reported.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer for visual and functional evaluation. The stretcher was cycle tested with and without weight over several days but the reported issue could not be duplicated. It was observed a wire harness and connector had been overtightened causing damage and allowing the connector to spin freely which could have contributed to the intermittent issue. The stretcher was repaired, tested and returned to the customer.

Event description:
The end user reported when using the power feature to the lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. There was no specific patient incident cited and no injuries were reported.